Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The previous work order ((B)(4)) of intellicart system unit serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair record review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial number (B)(4) the device was noted to have been previously repaired by zimmer biomet surgical 5 times. The last repair was done for power issue and it is related to the current repair. On (B)(6) 2019, it was reported from (B)(6) hospital that power inlet module was melted and fuses were melted. The zimmer biomet authorized service technician from (B)(4) arrived at the site on (B)(6) 2019, evaluated the unit and confirmed the reported event. He then replaced power inlet module but the cart does not power on. He again arrived at the site on (B)(6) 2019 replaced 10 amp fuses and confirmed that the unit was functioning as intended. The service technician returned the unit back to service without any further concerns. The unit was tested, inspected, and repaired. Service work order (B)(4) on (B)(4) 2019. The root cause of the reported event was due to bad fuse. If the fuses are blown, it would not turn on unit and will melt power inlet module. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the fuse was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device evaluated by external contractor.

Event description:
It was reported that duo fluid cart power inlet module was melted and fuses blown. The event timing was during cleaning. No adverse events were reported as a result of this malfunction.